Manufacturer narrative:
All three levels of hyb-psa failed with low results. When the customer loaded a new reagent pack, all qc results were within the established ranges. While troubleshooting with bci hotline, a hyb-psa reagent pack was found to have been shared between the customer's two access 2 systems. When this occurs the instrument does not detect that the pack test count is incorrect. Service was not dispatched for the event as the customer is not questioning instrument performance at this time. Use error is the root cause for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to failing qc and lower than expected prostate specific antigen (hyb-psa) results within normal reference range generated by access 2 immunoassay analyzer for five patients. The patient results were reported out of the laboratory. Subsequent testing with a new reagent pack produced higher results for all five patients. The customer did not receive any report of death, injury requiring medical intervention, or change to patient treatment attributed or connected to this event.